Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a healthcare professional (hcp) phoned into tech services to inquire about what reprogramming could be completed for a patient's right ventricular (rv) lead that was t-wave oversensing (twos). Multiple options were presented. The hcp reprogrammed the lead and the patient will continue to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.